Event description:
Pt here for revision of lumbar fusion. Screw on right side slipped of end of rod. Medical center submits this report pursuant to the provision of 21cfr part 803. This report is based on preliminary info received by the medical center which has not had the opportunity to investigate or verify prior to the reporting date. Medical center has not conclusively determined the cause of this event. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.